Manufacturer narrative:
(B)(4) the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the nitinol inserter broke when deploying anchor.

Manufacturer narrative:
(B)(4). Visual inspection: pull wire breakage observed. The portion of pull wire that broke off was not received with the device. The root cause for the reported failure involving this device is due to a manufacturing issue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the nitinol inserter broke when deploying anchor.